Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported an impella cp in a 52-year-old male patient needing mechanical circulatory support. It was reported that during an attempt to reposition the impella cp the cannula bent in several locations after it was pulled back in the aorta. Cp was untangled via careful manipulation of the device. The impella cp was removed and replaced with a new device. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was returned for evaluation. Visual inspection was performed which found a kink on can about 13mm from outflow cage and can bonding site. No other issues were found on the rest of the pump. The device evaluation and clinical details provided were sufficient to determine the root cause of the reported positioning issue. The root cause of the positioning issue related to improper technique and use of the device outside of product claims, wireless re-access was attempted by the user per clinical details. The impella device is not indicated for wireless re-access.